Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up with the appropriate audible and vibratory features. The display was dim and discolored. Unrelated to the display issue, the bolus button slug was found missing.